Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
It was reported during a surgery, using the stratum foot plating system on (B)(6) 2020, the blue plastic alignment caps broke when the surgeon was inserting the drill sleeve. All broken pieces were removed. Patient outcome reported as being consistent with mid foot fusions, with no side effects or infections.